Manufacturer narrative:
A specific cause for the reported event and a direct correlation between the device could not be determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. According to the manufacturer¿s records, the explanted pump was returned as a non-complaint lvad approximately 9 months prior to the receipt of the reported event. The returned pump was reprocessed by the manufacturer as a routine explant per procedure; therefore, an investigation was not performed prior to reprocessing. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2015, yellow drainage was noted around the driveline exit site. Unspecified changes were made to the patient's medication. It was reported that the drainage around the driveline exit site resolved on (B)(6) 2015. The patient remained ongoing on lvad support until a donor heart became available and the patient was electively transplanted on (B)(6) 2015. No additional information was provided.